Event description:
A report was received that the patient could not charge the ipg. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Sc-1160 (sn: (B)(4)).device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient could not charge the ipg. The patient underwent an ipg replacement procedure.